Manufacturer narrative:
(B)(4). A unit responded to button presses. No unresponsive button noted. During visual inspection, found the j1 keypad connector on pcba 1 was not properly seated. No damage to the keypad assembly noted. Unit passed displacement test and self test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button was stuck. Customer's blood glucose value was 9.1 mmol/l at the time of the incident. Customer will return device for analysis.